Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). An additional emdr was submitted previously to represent the bard/davol kugel patch (device #1; MDR number - 1213643-2018-01081 on (B)(6) 2018). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch and ventralight st on (B)(6) 2003 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2014. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Note: the date of implant for kugel hernia patch in the initial legal claim was considered as (B)(6) 2003 due to the unavailability of st (sepra technology) products in the year 2003. Therefore, date of implant for ventralight st will be considered as (B)(6) 2014.